Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 01/24/2014 and not 2/19/2014 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. An investigation of the incident included the analysis of the surgery video and has stated that there is no indication of a problem with a system. The fits look good, and there is very little patient motion during the laser treatment. Also, there is no correlation between the error message which occurred earlier and the capsular rupture. There is not a recognizable adverse trend. The review of the device history record (DHR) for catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to release. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account to check the system after the reported event. He was able to observe in the system log that there were intermittent disposable lens detection errors. Fss replaced parts and sensors to resolve issue, completed required calibration, a full system check and semi-annual preventive maintenance. However, five days later equipment presented the same error message. Fss visited the account a second time and replaced additional parts, cables, boards and sensors. He ran several times the daily alignment verifications and mock treatments with no errors. System meets all amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that catalyst system caused posterior capsule rupture with one of his patients.